Event description:
It was reported that there was leaking at the distal end of the cassette. There were no obvious defects upon inspection. The tubing was changed, and therapy was resumed.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. One unit was received decontaminated inside of a plastic bag without its original packaging. The complainant returned unit was visually inspected at a distance of 12 to 16 inches under normal conditions of illumination according to procedure. No damage was found on the components, no contamination, no conditions that may cause failure mode reported were observed, and the sample mets all the specifications. The samples returned were tested using the procedure. A leak was detected at the junction of the spiral tube and pump tube, while the leak test was being performed there was a separation of the spiral tube and pump tube, thus, the failure mode reported was confirmed. The root cause of the reported issue was found to be lack/insufficient cyclohexanone adhesive, defined per the variables that have process for the solvent application to the tube coiled, such as time, handling, solvent dispenser set-up. An awareness notification was performed by quality engineer to the production personnel on 03-nov-2021.